Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after more than three months of implantation. No new device was implanted. No adverse patient effects were reported. The icm was explanted after the patient reported experiencing discomfort with the device.

Manufacturer narrative:
The supplemental update was made to evaluation conclusion codes and evaluation method codes, evaluation conclusion codes, evaluation result codes (h6) section device manufacturers only. Describe event or problem (b5) section adverse event or product problem and returned to manufacturer date (d9) section suspect medical device.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after more than three months of implantation. No new device was implanted. No adverse patient effects were reported. The icm was explanted after the patient reported experiencing discomfort with the device. The icm was returned for analysis.